Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('r ovarian cyst') in a 38-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) and genital hemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (hysterectomy, total laparoscopic hysterectomy plus right ovarian cystectomy and cystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the ovarian cyst and genital hemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital hemorrhage, ovarian cyst and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2009 (discrepancy noted per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: plaintiff fact sheet received. Event abnormal genital bleeding was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian cyst ("r ovarian cyst"). The patient was treated with surgery (hysterectomy, total laparoscopic hysterectomy plus right ovarian cystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2009 (discrepancy noted per pfs). Most recent follow-up information incorporated above includes: on 31-mar-2020: new events dysmenorrhea (cramping), pain and r ovarian cyst were added. Patient¿s date of birth was added. Date of explant (B)(6) 2013 was added. Lot no 654830 was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no: 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian cyst ("r ovarian cyst"). The patient was treated with surgery (hysterectomy, total laparoscopic hysterectomy plus right ovarian cystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: date of insertion: on (B)(6) 2009 (discrepancy noted per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.